Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The tip cover had a .140 long cut located on the combo silicone/pellethane section, roughly .415 below the distal end opening. The cut did not go through the full thickness of the section. There was also a smaller partial cut parallel to the first cut, separated by roughly .050. Engineering concluded the damage was likely due to mishandling / misuse. No signs of arcing were observed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci si total benign hysterectomy procedure the customer noticed a slit on the tip cover accessory but not all the way through. No issues with the monopolar curved scissors instrument (mcs) and not sure how the slit happened. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.